Event description:
Pt reported infusion device displayed many occlusion (e4) and power interrupt (e8) error messages. Occasionally, none of the infusion device buttons would work properly. Pt reported he was unable to clear the power interrupt (e8) error. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.